Event description:
The initial attorney report alleged pain, permanent injuries, and defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006: pt underwent repair of a ventral hernia with a composix kugel mesh with excision of left upper extremity lesions x2. On (B)(6) 2007 to (B)(6) 2007: pt presented with nausea, vomiting abdominal pain and diarrhea. CT scan showed small bowel loops protruding through the hernia that was reduced in the emergency room. On (B)(6) 2007: pt underwent repair of a recurrent ventral hernia with a composix e/x mesh, lysis of adhesions.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The info provided indicates that the pt was treated for a recurrence, which is a known adverse event listed in the IFU. A lot number was not provided, therefore, a review of the mfg records could not be performed, additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.